Event description:
No additional information.

Manufacturer narrative:
Investigation results: the device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with the specification requirements.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Hole on the side of the needle , so its leaking no patient harm.